Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for a system error 322. There was no patient incident.